Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time

Event description:
Update 1/28/16-pfs and medical records received. After review of the medical records is MDR reportability, the revision operative note indicated pain and discomfort. The cup was revised, but there was no mention of loosening or malpositioning. Lab results indicated elevated metal ion levels above 7ppb. The stem is being added to the complaint. The primary operative note indicated 1l of blood loss, but there was no indication of the cause. The complaint was updated on:2/16/2016

Manufacturer narrative:
Additional narrative: with the information provided, it cannot be determined that the implants contributed to the reported events. The essential product information contained in the pinnacle surgical technique warns that excessive patient weight tends to adversely affect hip replacement implants. It is not known to what extent, if any, the patient¿s excessive weight contributed to the reported events. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from highly elevated cobalt and chromium levels, pain, discomfort, inflammation and difficulty ambulating.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update rec'd 10/8/2014- pfs and medical records received. A dor was provided. After review of the medical records for MDR reportability, the revision operation indicated pain and discomfort. The cup was revised, but there no mention of loosening for malpositioning. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.